Manufacturer narrative:
Customer could not get the controls in range on the analyzer. Last successful run of controls was 3 weeks prior. Troubleshooting demonstrated that assay kits were working appropriately. Returned analyzer was evaluated by magellan which showed corrosion of analyzer sensor pins and qc test results out of range low. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. No reported harm or injuries occurred as a result of this issue. (B)(4) provided the customer with a new instrument, additional training, sent them notifications. No further issues of this nature have been shown for this customer. Late filing is part of (B)(4).

Event description:
Customer reported difficulty getting both levels of qc reagents in range of their expected values. Qc testing last in range 3 weeks prior to complaint. Qc testing with manufacturer's blood lead controls was performing as expected in that it identified an issue with the leadcare system.